Event description:
It was reported revision of the thr due to recurrent dislocation. After exposure, the femoral head was removed (for dislocation) and the surface on the head showed scratches and burnishing.